Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. Shell thickness was within specification. Capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required. Additional, corrected and/or changed data: d.1, d.2a, d.2b, d.4, d.9, g.4, h.3, h.4, h.6.

Event description:
Explanting physician reported right rupture of device diagnosed by MRI and confirmed during explant surgery. Subsequently, reported "capsular contracture and breast pain". The device has been explanted with capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported, rupture. The device has been explanted and replaced with non abbvie device. This record relates to the right side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; capsular contracture, baker grade unknown photo analysis:visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d3, d6a, d6b, g1, h6

Event description:
Healthcare professional reported right side "intracapsular rupture". Healthcare professional later reported right side "slight capsular contracture [baker grade unknown] and breast pain". The device has been explanted and replaced with non abbvie device.